Event description:
A surgeon reported that one of the syringes was rec'd with the plastic ring pushed halfway up the barrel of the syringe. There was no pt impact/injury associated with this event. If undetected, the positioning of the flange might result in an adverse device experience.